Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 28 (loss of clutch connectivity) error message was confirmed in the archive review but not during the initial functional testing. The faulty power distribution board (pdb) was replaced to remedy the fault. Review of the archive data indicated user advisory (ua) 28 errors occurred around the reported event date, thus confirming the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance and the backlight of lcd is not functional. The sticky clutch plate was deburred and the lcd was replaced to address the issue. The platform was further tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions with a good known test battery until discharged and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform (B)(4).

Event description:
It was reported that during a shift check, the autopulse platform ((B)(4)) displayed user advisory (ua) 28 (loss of clutch connectivity) error message. No patient involved with this event.